Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the damage was not noticed upon opening the package. Intermediate catheter placement occurred prior to the damage being seen. There was no damage or evidence of tampering to device packaging.

Event description:
Medtronic received a report that a phenom catheter tip broke. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an aneurysm. The patient patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (diameter 5.8 mm). Before the aneurysm embolization, it was found that the tip of phenom27 was broken, so another catheter was replaced and the operation went smoothly. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the phenom 27 catheter was returned for analysis inside a biohazard bag, and a shipping box. ¿ damage location details: the catheter tip and marker band were examined, no damage was found. The catheter body was found to be intact, no separation was found. However, the catheter body appeared to be flattened at 2.5cm to 7.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. ¿ conclusion: based on the device analysis, the customer complaint report of "catheter separation/break" was not confirmed, as the returned phenom 27 catheter was found to be intact; no separation was observed. However, the catheter was found to be flattened. The cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.